Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the syringe was not holding suction, and the water dripped.

Event description:
It was reported that the syringe was not holding suction, and the water dripped.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was reported in error as this event is not reportable.